Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a partial lung resection procedure on (B) (6) 2010. A drain was placed in a port hole at the seventh intercostal. The drain was placed from the breast side through the apical portion of the lung to the back side at 5cm under the skin. On (B) (6) 2010, the surgeon attempted to remove the drain, but it was caught on something. The surgeon continuously pulled the drain, the drain broke and remained in the patient's body. On the same day, the surgeon re-opened the port hole in the patient's body and removed the drain under local anesthesia. The drain had been broken at the muscular wall. The patient is in stable condition.